Manufacturer narrative:
Patient medications include aspirin, hydralazine, lisinopril, labetalol, tylenol, duoneb, amiodarone, lipitor, colace, fe tabs, flomax, oxycodone, protonix, zofran, furosemide, and klor-con. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
Around (B)(6) 2014, the patient presented to the hospital with high blood pressure and possible stroke. It was reportedly determined the patient had an acute type b dissection in the descending thoracic aorta, and the plan was to intervene once the patient stabilized. On (B)(6) 2014, the patient was reported to be stable. The same day, a procedure was performed whereby a conformable gore® tag® thoracic endoprosthesis was implanted over the primary entry tear to treat the acute type b dissection. Final angiography showed exclusion of the dissection. The patient tolerated the procedure and was discharged with blood pressure medication. On (B)(6) 2014, the patient presented to the hospital with acute pain, and imaging reportedly showed a retrograde tear into the ascending aorta, ending just before the aortic valve. It was reported the patient¿s blood pressure was not controlled as the patient did not stay on the prescribed blood pressure medications post-operatively. The retrograde tear was reportedly caused by the patient¿s uncontrolled blood pressure. There were no reported issues with the implanted tag® device. The same day, a procedure was performed whereby a second conformable gore® tag® device was implanted for proximal extension up to the ascending aorta. A complete debranching of the great vessels was also performed. Final angiography showed exclusion of the retrograde tear, and the patient tolerated the procedure.